Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, e1 (initial rep name), e3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5, g2. It was reported that during use, the cardiosave intra aortic balloon pump (iabp) had fiber-optic sensor failure. There was patient involved but no harm reported. (B)(6), a cvicu rn, reported this alarm happened after defibrillating the patient. Requested (B)(6) remove and reinsert the fo cable ensuring the arrows align. This did not resolve the alarm. Instructed (B)(6) to remove the fo cable from the cardiosave and to switch to the inner lumen for the ap source. (B)(6) was unable to press the zero button, as it appeared to be frozen. She stated the top row appeared to be frozen, but she could press the other buttons on the screen. Recommended switching consoles. She denied assistance with switching the consoles. Collected product surveillance information and explained that a biohazard kit would be sent to the manager and to return the balloon catheter to getinge. Provided contact information to (B)(6) and asked her to call me back for any additional troubleshooting assistance. She appreciated the support provided and had no other questions. In future, if any repair information available, will reopen and update the investigation.

Event description:
The customer called for requesting assistance for a fiber-optic sensor failure. They reported this alarm happened after defibrillating the patient. Fse requested customer to remove and reinsert the fo cable ensuring the arrows align. This did not resolve the alarm. Fse instructed the customer to remove the fo cable from the cardiosave and to switch to the inner lumen for the ap source. Customer was unable to press the zero button, as it appeared to be frozen. Customer stated the top row appeared to be frozen, but customer could press the other buttons on the screen. Patient was involved, no harm.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.